Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: patient demographics are unknown. The medical doctor reported that no foot pulses were palpable in the affected limb, and the leg appeared colder and mottled. He recommended consulting the cardiologist or vascular surgeon and stated he would clarify the situation internally. Subsequent updates on 21 mar 2026 indicated that an impella explantation was ongoing. Later the same day, it was reported that limb perfusion was restored following device explant. The patient remained hemodynamically stable on norepinephrine. Due to limited information, such as patient past medical history, admitting condition, comorbidities, and several ischemia related parameters remain unknown, the event was attributed to the device, and the patient ultimately survived with restoration of pulses and successful device weaning.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.